Manufacturer narrative:
Other, other text: device evaluation: tamper seals are both broken. Chipped top case corners, cracked right plunger case. Motor rate error. Occlusion test. Visually inspected motor assembly. Found mre during occlusion test. Found grease on worm coupling tip at visual inspection. Cleaned worm coupling tip. Performed power up process, pm, occlusion test and all functional tests which passed. The root cause of the motor rate error is due to debris accumulated on the worm coupling tip as a result of customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Event description:
Additional information received on 6-jan-2023 via email and attached to complaint object: customer stated that it occurred when the syringe was priming. He is not certain if this was connected to a patient at the time of priming.

Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.